Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered multiple inappropriate shocks and anti-tachycardia pacing (atp) therapy for supraventricular tachycardia (svt) above the programmed ventricular tachycardia (vt) cut-off rate. Technical services was consulted and provided programming recommendations. Besides the inappropriate therapy, no other adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.